Event description:
As reported for this event by the customer, during a therapeutic laparoscopic appendectomy the device teflon pad was observed to be worn. When the device was removed from the patient and the tip wiped, the teflon pad came off. There is no harm or adverse impact to the patient. The procedure was completed with another similar device. Settings were max 3/var 1. The device was inspected before use with no anomalies noted.

Manufacturer narrative:
Full name of the facility is (B)(6) hospital. The device history record review confirmed that the device lot had no anomaly in inspection of appearance and high frequency output. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, the device teflon pad was noted to be worn and partly torn. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the cause of the event likely occurred from one of the following mechanisms: 1. The tissue pad was severely worn and partly torn because the grip was closed and ultrasonic output was performed without gripping anything between the grip and the tip of the probe (including after the tissue was cut). Grasping section was closed without grasping anything between the grasping section and the distal end of the probe while ultrasonic output was activated. (This includes after tissue resection) this caused the tissue pad to wear out severely and partially torn. 2. A force was applied to the torn tissue pad. The tissue pad fell off due to the load applied to the torn tissue pad and this caused the tissue pad to detach. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "-do not close the grip and do not output when nothing is gripped between the grip and the tip of the probe, or when it cannot be confirmed whether the biological tissue or blood vessel being gripped has been incised. Due to abnormal heat generation due to friction between the grip and the tip of the probe, the grip and the tip of the probe may be damaged, deformed, fall off, or part of the tissue pad may come off, leading to severe wear. -do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. -when treating living tissue or blood vessels, apply light tension to make the incision so that the incision can be seen. Also, if it is separated, stop the output immediately. Otherwise, abnormal heat generation due to friction between the tissue pad and the tip of the probe may cause damage, deformation, or dropout of the grip (both stainless steel part and fluororesin part) and the tip of the probe, and part of the tissue pad may come off. I have. -when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor field performance for this device.